Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced difficulties with a drawer, and the device displayed a microsoft windows loading screen (blue screen). The issue occurred when attempting to remove the same bin, and the unit appeared offline in remote smart services (rss). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to launch the application because the wrong product line was selected during remote support service (rss) and component manager install. The field service engineer (fse) reimaged the station twice and performed extensive network troubleshooting by swapping cables, testing through the docking board network interface card (nic), and restoring network via the communication sled. They worked with technical support specialist (tss) to validate remote access and screen sharing, then reloaded the software using the correct anesthesia es product line. Application auto boot was enabled, data synchronization was verified, and the system operated successfully. The system functioned as intended after the field service engineer (fse) and technical support specialist resolved the issue.